Event description:
It was reported while using bd maxguard pressure rated extension set with y-site disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: issue: abruptly come apart while connected to a patient.

Manufacturer narrative:
Investigation summary: a complaint of set coming apart was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The sample had separated at the needle free valve. A device history record review for model mx5301 lot number 22099253 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. The root cause was determined to be problems with the solvent dispenser. Although there is a presence of solvent, it is found in a very small amount, which could have been caused by incorrect dispensing like a low solvent level. A quality alert was generated to reinforce the correct use of the solvent dispenser, including checking the level and creating blue codes for any default detected.

Event description:
It was reported while using bd maxguard pressure rated extension set with y-site disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: issue: abruptly come apart while connected to a patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.